Event description:
Device was used during a thoractomy. Reportedly, the staples sis not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
11/21/96-supplemental report #1 submitted to FDA. Additional data entered in d9. Device eval indicated and codes entered in h3 and h6.